Manufacturer narrative:
Philips service replaced fuse f13 and verified the system operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system boot failure occurred due to a blown fuse in the b-cabinet on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.